Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the experiencing discomfort. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited inappropriate shock due to incorrect interpretation of atrial fibrillation with rapid ventricular response episodes. The patient was provided medication to control the atrial fibrillation episodes. The patient was in stable condition.